Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the bottom of the pump casing is loose and falling off. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump was received with constant pump error 53 after battery changed. Unable to determine the root cause, problem isolated to electronic assembly. Unable to perform functional testings due to constant pump error 53. Unit was received with broken off the end cap.